Event description:
A user facility reported that an intraocular lens(iol) was damaged in the cartridge of an iol delivery system. The iol broke in half. The surgeon widened the wound during surgery to allow removal of the lens. Add'l info has been sought.